Manufacturer narrative:
Terumo did not receive the actual device and further investigation is necessary, terumo plans on submitting a f/u report when more info becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass surgery, the transition tubing in the suction lines in the arterial boot is maintaining its memory and remaining flat through the pump boot portion. The customer has reported that this happens every time they use this pack. The product was not changed out, there was no blood loss, and surgery was completed successfully. The event did not cause delay in surgical procedure. There was no pt harm.